Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, patient was diagnosed with non st elevation myocardial infarction (nstemi). During index procedure, following placement of 4.00x38.00mm promus element¿ plus stent, thrombus was noted within the proximal edge of this stent which was treated with thrombus extraction and balloon inflation with administration of intracoronary verapamil. Post index procedure, the troponin value was found to be highly elevated. Also, in (B)(6) 2015, the patient had myocardial infarction (mi) and stent thrombosis of the previously implanted 4.00x38.00mm promus element¿ plus stent in the saphenous vein graft (svg) to 2nd obtuse marginal (om) was noted and not in-stent restenosis (isr) as previously reported. Coronary angiography was performed 2 days later instead of four days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction (mi). Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the saphenous vein graft (svg) to 2nd obtuse marginal (om) with 95% stenosis and was 28.00mm long with reference vessel diameter of 4.00mm. The lesion was treated with direct placement of a 4.00x38.00mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with complaints of left anterior chest pain associated with shortness of breath and patient was hospitalized on the same day. Patient's electrocardiogram (EKG) revealed st changes; however, no st elevation was noted and patient's cardiac enzymes were also elevated (peak troponin I: 1.11 ng/ml; uln: 0.1 ng/ml). Coronary angiography was performed 4 days later and revealed total occlusion in svg to om and widely patent collaterals were noted from the distal left anterior descending (lad) to large (om). No treatment was performed in the svg to om. 99% proximal stenosis in the svg to right coronary artery (rca) was treated with placement of 3.5x18mm non-bsc stent with timi 3 flow and the 90% proximal stenosis in svg to diagonal branch was treated with placement of 3.25x23mm non-bsc stent, resulting in 0% residual stenosis and timi 3 flow. The event was resolved and the patient was discharged on aspirin and clopidogrel.